Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted caller with resetting the pump. The caller was advised to call back if any malfunction code recurs and was able to continue using the pump.